Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Unknown. What are the name and date of index surgical procedure? Unknown. What were the diagnosis and indication for the index surgical procedure? Unknown. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. Was there any intraoperative concurrent use of other products? Unknown. What are the product code and lot number? Unknown. What were the surgical findings after the re-operation? Unknown. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Unknown. Where was the surgicel used (on what tissue)? Within pelvis. How much surgicel was used during the procedure? Was the full amount of the product used? Unknown. Was the surgicel product left in place? I believe it was left in place. What were current symptoms following the index surgical procedure? Onset date? Severe pain, within hours of use. Has any surgical or medical intervention been performed? Pt was returned to theatre and the product was irrigated. What is physician¿s opinion as to the etiology of or contributing factors to this event? Powder was the only new thing used. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain? Unknown. What is the patient¿s current status? Unknown. At were the surgical findings after the re-operation? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used in the abdomen and apparently didn¿t irrigate. The patient was returned to the theatre after an hour with severe abdominal pain. The surgeon irrigated excess and believed the pain is due to the absorbable hemostat. Additional information was requested.